Event description:
According to the initial report "I am in doing an on-x aap with the surgeon this morning and we are replacing a homograft that is (B)(6)." The surgeon was doing a redo avr/ root replacement, redo mitral valve replacement, bi-lateral maze on a patient in the case I was supporting and mentioned that the aortic valve that he was removing was a homograft. I was not able to confirm that the homograft was from artivion, but the likelihood is high as the account has always been a frequent customer of artivion. We will have to cross-reference to see if there is a registration for this homograft and patient. The patient received an on-x aap and an on-x mitral valve. The av00 was returned. The valve was inspected by a subject matter expert from the artivion tissue processing laboratory. The valve was extremely calcified and many vegetations were present on all leaflets. It was determined that the av00 had succumbed to vulvar structural deterioration after being implanted for 18 years in the patient.

Event description:
According to the initial report "I am in doing an on-x aap with the surgeon this morning and we are replacing a homograft that is 18 years old." The surgeon was doing a redo avr/ root replacement, redo mitral valve replacement, bi-lateral maze on a patient in the case I was supporting and mentioned that the aortic valve that he was removing was a homograft. I was not able to confirm that the homograft was from artivion, but the likelihood is high as the account has always been a frequent customer of artivion. We will have to cross-reference to see if there is a registration for this homograft and patient. The patient received an on-x aap and an on-x mitral valve. The av00 was returned. The valve was inspected by a subject matter expert from the artivion tissue processing laboratory. The valve was extremely calcified and many vegetations were present on all leaflets. It was determined that the av00 had succumbed to vulvar structural deterioration after being implanted for 18 years in the patient.